Manufacturer narrative:
Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that a vessel dissection occurred. The 80% stenosed target lesion was located in the calcified mid left anterior descending (lad) artery. A 10mm x 2.25mm wolverine¿ coronary cutting balloon® monorail® was advanced down a left internal mammary artery (lima) graft. The balloon was inflated once. Contrast was injected and revealed a dissection from the beginning of the lima graft, all the way down to the lad. It is unknown whether the wolverine or the guide catheter caused the dissection. Four non-bsc stents were deployed to try to fix the dissection and it did not restore the flow. The procedure was completed with a different device. The patient did fine.